Event description:
The hospital reported that they noted a slight pink color in the heater cooler water, indicating blood leaking into the water of the oxygenator heater cooler. The unit was changed out during the rewarming of the patient. The patient was not affected by the incident.